Manufacturer narrative:
Results of investigation: the device (one of one) was returned for evaluation. The reported problem was visually confirmed. The handpiece will not retract due to the broken snaplock nut. The snaplock nut is the old design. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the broken snaplock nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events between (B)(6) 2020 and (B)(6) 2017. See attached complaint history review list. The most likely cause of this event is the mechanical failure of the snaplock nut. As a part of corrective actions, a more robust design of the snap lock has been released.

Event description:
It was reported that during bur retract before a ukr procedure, the bur would not retract. It appeared to be extended more than usual. The bur was disassembled from the drill and the handpiece and then reassembled. The bur would still not retract. They opened a new tray, assembled the new handpiece, and everything performed as expected. No other complications were reported. Investigation results shows that the handpiece will not retract due to the broken snaplock nut.